Event description:
Pt self tester reported running correlation tests with lab x3 as a result of coughing up blood on the (B)(6). Ran 3 comparison tests within 10 days. Second correlation test results in pt increasing lovenox dosage to 2 shots per day (inratio = 2.3 lab = 1.5). Lab results lower than meter results> 1st correlation - (B)(6), inratio meter=3.0, lab=2.3, 2nd correlation - (B)(6), inratio meter=2.3, lab=1.5, 3rd correlation - (B)(6), inratio meter=2.6, lab=1.7. Pt's therapeutic range 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.